Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a pt who used super poligrip original denture adhesive cream (formulation ib-1526) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip original denture adhesive cream. An unk time later, the pt experienced neuropathy, pain in her feet, and numbness in her feet. This case was assessed as medically serious by gsk. The pt was treated with gabapentin (neurontin). Use of super poligrip original denture adhesive cream continued. At the time of reporting, the events were unresolved. Super poligrip original is manufactured in (B) (4), (B) (4), and the product was not available. (B) (4).